Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. The investigation was unable to determine a cause for the reported premature deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left common iliac artery. A 10x100mm absolute pro vascular self-expanding stent system (sess) was being advanced when the stent deployed prematurely in an unintended site without initiating deployment. A cut down was performed to remove the stent, and the procedure was aborted. There were no adverse patient sequelae, but there was a clinically significant delay in the procedure. No additional information was provided.